Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. The ticket search determined that there is normal complaint activity for the complaint lot. A review of tracking and trending did not identify any trends for the complaint issue. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A technical review of field data for alinity s hiv ag/ab combo for lot number 47180be00 was performed. Overall reactive rates across centro trasfusionale ospedale pertini pietralata, applicable peer sites, and across a whole blood and plasma screening monitoring group were collected and assessed. The performance of lot 47180be00 is within product requirements and comparable across all groups. Based on the investigation, the device met performance specification and performed as intended at the customer site, therefore there is no systemic issue or deficiency with the alinity I hiv ag/ab combo reagent, lot 47180be00. All available patient information was included. Additional patient details are not available.corrected information in section h4.

Event description:
The customer observed false reactive alinity s hiv ag/ab combo results from a blood donor patient. Original sample - sid (B)(6), (B)(6) 2023 serum result ((B)(6)) = 262.86 s/co, nat roche = negative sid (B)(6), (B)(6) 2023 serum result ((B)(6)) result = 247.32 s/co, 270.49 s/co additional tube collected - sid (B)(6), (B)(6) 2023 plasma ((B)(6)) results = 2.12 s/co, 2.19 s/co, 2.18 s/co sid (B)(6), (B)(6) 2023 plasma ((B)(6)) result = 0.98 s/co, ((B)(6)) = 1.16 s/co, diasorin = 0.258, diasorin ag = 0.228, diasorin ab = 0.258 sid (B)(6), (B)(6) 2023 plasma ((B)(6)) result = 0.97 s/co, ((B)(6)) results = 0.96 s/co, 1.05 s/co sid (B)(6), (B)(6) 2023 serum ((B)(6)) result = 241.40 s/co, ((B)(6) results = 291.95 s/co, 259.19 s/co new sample from the donor (serum) - sid (B)(6) (B)(6) 2023 ((B)(6)) result = 321.81 s/co, nat roche = negative, diasorin ag = 0.264, diasorin ab = 0.219 new sample from the donor (plasma) sid (B)(6) (B)(6) 2023 ((B)(6)) result = 340.46 s/co, ((B)(6)) result = 325.70 s/co no impact to patient management was reported. Update: additional information provided by the customer on 14feb2023. Sample tested with fujirebio result = negative.

Event description:
The customer observed false reactive alinity s hiv ag/ab combo results from a blood donor patient. Original sample (B)(6) on (B)(6) 2023 serum result (as1172) = 262.86 s/co, nat roche = negative. Sid (B)(6) on (B)(6) 2023 serum result (as1187) result = 247.32 s/co, 270.49 s/co. Additional tube collected: sid (B)(6) on (B)(6) 2023, plasma (as1172) results = 2.12 s/co, 2.19 s/co, 2.18 s/co. Sid (B)(6) on (B)(6) 2023, plasma (as1172) result = 0.98 s/co, (as1187) = 1.16 s/co, diasorin = 0.258, diasorin ag = 0.228, diasorin ab = 0.258. Sid (B)(6) on (B)(6) 2023, plasma (as1172) result = 0.97 s/co, (as1187) results = 0.96 s/co, 1.05 s/co sid (B)(6) on (B)(6) 2023 serum (as0172) result = 241.40 s/co, (as1187) results = 291.95 s/co, 259.19 s/co new sample from the donor (serum) - sid 4sid (B)(6) on (B)(6) 2023 (as1187) result = 321.81 s/co, nat roche = negative, diasorin ag = 0.264, diasorin ab = 0.219. New sample from the donor (plasma) sid (B)(6) on (B)(6) 2023 (as1172), result = 340.46 s/co, (as1187) result = 325.70 s/co no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Completed information for patient identification: sids (B)(6). Initial reporter facility name - completed facility name: (B)(6). This report is being filed on an international product, list number 6p01-55 that has a similar product distributed in the us, list number 6p01-60.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
Additional information provided by the customer on (B)(6)2023. Sample tested with fujirebio result = negative

Manufacturer narrative:
Additional information in section b5, d4 - expiration date, h4 - device mfg date an evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.